Event description:
Information was received indicating that a during pre-use checking of a smiths medical cadd extension set, a 'no disposable, pump won't run' alarm went off. The reporter indicated that even after replacing the pump with another one, the alarm persisted. Subsequently, the extension set was changed, and the alarm cleared. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One cadd extension set from part number 21-7106-24 and unknown lot number was received in unused condition within its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination; no discrepancies were detected. The sample was connected to the cadd legacy plus pump to look for unusual functions. The sample was fully priming and connected without difficult. The reported issue was unable to be confirmed since there was no fault found with the returned sample.